Event description:
It was reported the patient found out a month ago via MRI that the "catheter was out of his back". The patient was having difficulty with their healthcare professional (hcp) in scheduling their replacement due to insurance issues. The replacement was noted to be anticipated due to "time" to replace the pump battery. The pump was completely turned off two days ago and the patient was put on oral baclofen. The oral baclofen was "not doing him any good" and the patient was "getting worse and worse everyday". The patient started having pains and withdrawals which started a couple of weeks ago, but were getting worse since they turned the pump off. The patient had met with their hcp who was noted to be confused because they had expected the pump to be replaced and ready for a refill. The pump was used to deliver baclofen (unknown).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a return or spasticity. The battery depletion was normal and the pump was not implanted longer than 81 months before reaching battery depletion. It was not known if the pump reached eri (elective replacement indicator) or eos (end of service). It was noted the distal portion of the catheter had become dislodged. A full replacement had occurred and no segments of the catheter were left in the intrathecal space. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly.